Event description:
The pt (B)(6) was implanted with an ipg in the left buttock on (B)(6) 2011. It was reported that she is experiencing discomfort at the implant location. Surgical intervention will be undertaken at a later date to relocate the pt's ipg pocket.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.